Event description:
Hospital advised that channel a was set up to infuse at a rate of 75ml/hr. The channel shut down, there was an audible alarm and the pump displayed error code 107. Channel a was the only channel infusing at the time. There was no patient consequence. No further information has been provided.